Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an acl reconstruction with meniscus repair procedure, when using two(2) fast-fix 360 suture systems, the second anchor was not getting out after deployment even though the second click sound was heard. The t1 implant of each device was removed using an arthroscopic grasper. The procedure was completed without delay using a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that, during an acl reconstruction with meniscus repair procedure, when using two(2) fast-fix 360 suture systems, the second anchor was not getting out after deployment even though the second click sound was heard. The t1 implant of the first device was removed using an arthroscopic grasper, for the second device, the t1 implant was left secure to the capsule. The procedure was completed without delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: updated.

Manufacturer narrative:
Internal complaint reference: (B)(4). B5 and h6: event description, clinical and health codes updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the devices were not returned in any original packaging. The t1, t2, and sutures were not returned. Both actuators are in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found both devices cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an acl reconstruction with meniscus repair procedure, when using two(2) fast-fix 360 suture systems, the second anchor was not getting out after deployment even though the second click sound was heard. T1 of the first device was removed using an arthroscopic grasper. For the second device, t1 was left secured to the capsule. The procedure was completed without delay using a smith and nephew back up device. No further complications were reported.